Manufacturer narrative:
Final analysis found the pulse generator as received exhibited no output due to the operating mode being programmed to ovo. The pacing in this mode is turned off. The device was in ovo mode during the explant, which is why there was no output. Ovo mode is not recommended for pacemaker dependent patients who might be affected by even a short cessation of device operation. When the operating mode was turned to ddd, normal device function ensued.

Event description:
It was reported that the pacemaker dependent patient presented with presyncope and falls. Interrogation suggested that ventricular impedance had fallen, so the ventricular lead was replaced. The patient returned with further episodes of presyncope and loss of consciousness. The lead had dislodged, but upon repositioning and reconnecting to the device, there was still no output. The pulse generator was replaced. Pacing was immediately effective.